Event description:
Analysis of the flashcard identified that pin 16 was bent, causing the flashcard to be unreadable by the handheld. The cause of the bent pin is unknown, but most likely caused while troubleshooting out in the field. Once the pin was straightened, the reported sql error was verified. The cause for the error is associated with an incomplete installation of the version 8.1 software. The cause for the installation anomaly is associated with a potentially corrupt vns v8.0 autorun.exe file that was on the handheld. The autorun.exe file was located in the 2577 folder of the handheld with a vns71.arm.cab file. This is unexpected behavior since the autorun.exe file associated with the v8.0 software is not typically transferred onto the handheld, but remains on the flashcard (the autorun.exe file is transferred during a v7.1 install, but not v8.0 or v8.1). The cause for the 2577 folder being on the handheld is associated with either an incomplete uninstall of the v7.1 software during a v8.0 upgrade or a v7.1 flashcard being inserted into the handheld following a v8.0 upgrade. A cause identifying why a v8.0 autorun.exe file was in the handheld 2577 folder could not be identified based on the available information. No other anomalies were identified during the analysis. Analysis of the handheld did not identify any anomalies associated with the sql error. The handheld performed according to functional specifications.

Event description:
Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution which confirms that the pin was not bent in the handheld prior to distribution and that the bent pin was likely a result of troubleshooting.

Event description:
The physician reported that the handheld was not functioning after a sql error message was on the screen. Troubleshooting was performed, but did not resolve the issue. The handheld and flashcard were returned to device manufacturer for analysis; however, analysis has not yet been completed.